Event description:
The caller reported a malfunction on the pump, identified by malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted with the reset procedure, and instructed the customer to call back if the malfunction recurs. The customer was able to continue using the pump without further issues.